Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer report number: 2017865-2023-42322, related manufacturer report number: 2017865-2023-42324. It was reported that the patient presented with an infected pocket and hematoma. The pulse generator, right atrial and right ventricular leads were explanted. The patient was stable after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.